Event description:
Tested eviva 20mm 9g biopsy probe prior to use. Button used to advance probe forward into the breast failed to work. New biopsy probe used to finish the procedure.what was the original intended procedure?stereotactic guided right breast biopsy.device #1is this a laboratory device or laboratory test?no.